Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that medical agent was injected through the catheter only little by little, as the user met resistance and felt some stiffness of the catheter. Therefore, the catheter was removed and replaced with a new one.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported medication could not be injected. The customer returned one snaplock adapter and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock appears typical. However, plastic like material can be seen between the collar and the housing. No other defects or anomalies were observed. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen within the inner coils of the catheter. No other defects or anomalies were observed. A flow test was performed on the returned snaplock adapter and returned catheter. The returned catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. No flow could be established out of the distal tip of the returned catheter. The test was repeated using the returned snaplock adapter and a lab inventory catheter. No flow could be established out of the distal tip of the lab inventory catheter, indicating there could be a flow issue with the returned snaplock adapter. The test was once again repeated using a lab inventory snaplock adapter and the returned catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the returned catheter. The cap catheter adapter was removed from the returned snaplock adapter. Microscopic examination revealed a couple of the fingers of the snaplock adapter were deformed which could potentially cause a blockage of the santoprene sleeve when the snaplock adapter is closed. Also, a plastic like material can be seen covering one end of the santoprene sleeve occluding the opening. The reported complaint of medication not injecting was confirmed based on the sample received. The snaplock adapter and catheter were returned and it was revealed during flow testing of the returned components the snaplock adapter was occluded. Removal of the cap catheter adapter revealed a couple of the fingers of the snaplock adapter were deformed which could potentially cause a blockage when snaplock is closed. Also, a plastic like material could be seen covering one end of the santopreme sleeve occluding the opening. Therefore, the potential root cause of this complaint issue is manufacturing related. Nonconformance has been initiated to further investigate this complaint issue.

Event description:
It was reported that medical agent was injected through the catheter only little by little, as the user met resistance and felt some stiffness of the catheter. Therefore, the catheter was removed and replaced with a new one.